Event description:
Rptr has worked directly with huntington's disease pts for the last twenty years or so. Rptr has family member with huntington's disease. Their parent died with the disease. The family member recently had a "megtronics" device which is basically used in what is commonly known as a deep brain stimulation. One of the problems with this device is that the unit shuts off when pt goes through any type of metal detector or the like such as electronic door openers in markets. Rptr believes there is a device which will turn this thing on easy but it is waiting for approval. Rptr doesn't know how to say it other than this device needs to be approved and rptr would like a reply on who to contact in relation to this.